Event description:
Healthcare professional reported "deflation and capsular contracture baker grade iii" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, deflation.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported "deflation and capsular contracture baker grade iii" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, one linear opening, yellow particles in device inner surface. A microscopic analysis and leak test were performed which identified one opening crease smooth. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth in the side posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: h3, h6